Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v737612, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported chronic urinary tract infections (uti), noting utis were present every 2-3 months for the last 4-5 years. The medical doctor did not believe the utis were related to the device, but the hcp caller did not think the patient had the issue prior to device implant. Cause and outcome remain unknown. Follow up is being conducted to obtain additional information. The device was implanted for incontinence. Medical history also includes dementia.